Manufacturer narrative:
The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a universa silicone foley catheter. The report indicated that the patient was suffering from haematuria. On (B)(6) 2017 a universa silicone foley catheter was implanted at 10h00 and by 16h00 the catheter was found in the patient¿s bed. The balloon ¿cut in its length¿. Later, at 18h00 a new catheter implanted and by 20h30 the catheter was found in the patient¿s bed once again. The balloon ¿cut in its length¿. Finally, on the morning of (B)(6) 2017 at 05h00 a new universa silicone foley catheter was implanted and the patient¿s bladder was discovered to be swollen. By 08h00 the device was found in the patient¿s bed and the balloon ¿cut in its length¿. No further information was provided, additionally questions have been sent to the customer for clarification. This medwatch is for one out of three universa silicone foley catheter in question, reference 1820334-2017-00846 for this complaint file. The other two remaining universa silicone foley catheter in question; reference: 1820334-2017-00847 and 1820334-2017-00845.

Manufacturer narrative:
Additional information: other ¿ replacement of catheter. Investigation ¿ evaluation: the universa silicone foley catheter was not returned for an evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A documentation review has been performed which included reviews of complaint history, device history records, manufacturing instructions, and quality control. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process. A review of complaint history for this product/lot number combination revealed there have been 2 complaints received. The second complaint is related to this complaint and is for the same failure mode. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.